Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
A complainant reported the patient was on impella cp support. While on support, purge pressure high and purge flow low. Purge lysis was in progress. There was no patient harm.

Manufacturer narrative:
The investigation for the high purge pressure has been completed. There were no data logs or product returned. Based on the clinical details provided, the root cause of the high purge pressure is most likely due to biomaterial as tissue plasminogen activator resolved the issue. D.4 revised serial number and unique identifier (UDI) # as they were entered incorrectly previously on initial manufacturer device report number 1220648-2024-24294. G.1 revised reporting contact email since the initial manufacturer device report number 1220648-2024-24294 was submitted in accordance with updated procedures.